Manufacturer narrative:
H10: e1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine pressure sensor auto-zero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer did not disclose any patient information from the time of the event. The customer confirmed that, following the occurrence of the alarm, the device continued to operate. The sales representative visited the hospital and replaced the device with another v60 to collect the suspect ventilator for evaluation at a repair center. This investigation is ongoing.

Manufacturer narrative:
The customer confirmed that, following the occurrence of the alarm, the device continued to operate. The sales representative visited the hospital and replaced the device with another v60 to collect the suspect ventilator for evaluation at a repair center. An authorized service provider (asp) evaluated the device at a repair center and was unable to duplicate the issue during a running of the device. The asp did confirm the occurrence of the machine pressure sensor auto-zero failed alarm in the device event log. The asp replaced the 2nd solenoid valve and 4th solenoid valve to resolve the issue. Following the part replacement the asp completed a comprehensive inspection, cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced solenoids (position 2 and 4) were returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech performed testing (per document er2249129, part 007, version 00) and the tech verified that a check vent: machine pressure sensor auto-zero failed was generated by the test device using the returned solenoids after 20 minutes of operation. However, following that occurrence, the pil tech could not generate any fault related errors or alarms during further testing. The pil tech concluded that the returned position 2 solenoid was stuck in the de-energized position, later got unstuck so no further fault related errors and alarms were generated during test #2 and #3. Due to the fault observed during test #1 after 20min of running, the pil tech confirmed that solenoid 2 was faulty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.